Event description:
On 11/29/2023, it was reported by an arthrex subsidiary employee via (B)(4) that (2) ar-8702 micro suturelassos wire loops were difficult to advance. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Complaint is not confirmed. One unpackaged ar-8702 was received for evaluation. Visual inspection did not find issues with the returned device. Functional testing was done by inserting a testing suture lasso, which was not resistant. The suture lasso was passed without resistance. - moved back and forth without difficulty. The most likely cause of the reported issue is a user error.

Event description:
Additional information was provided on (B)(6) 2023, where the arthrex subsidiary employee stated this occurred during operation check before use and was not used in a tfcc repair case. A new ar-8702 was used to proceed.